Manufacturer narrative:
The device is available for evaluation, but it has not been received.

Event description:
The customer reported that a plum set was leaking chemotherapy (paclitaxel) from the filter. It is unknown when event occurred. The patient involvement is unknown, there was no report of an adverse event or delay in critical therapy.

Manufacturer narrative:
Date returned to mfg: 6/3/19. The sample was received for investigation. Visual inspection was performed and both air vents were observed to be wet. The device was leak tested and the leakage occurred through several locations of the air vent material of the filters. The probable cause of the leakage is due to a temporary or permanent loss of the hydrophobic properties of the filter vent material through interaction with the infusate solution. The lot review was performed with no issues noted.